Manufacturer narrative:
Device evaluation is in process. A supplemental report will be submitted for failure analysis results. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the vessel and had to be surgically removed. The target lesion was located in the distal posterior tibial (pt) artery which had a reference vessel diamter of less than 1.50mm. The physician used a 6fr introducer sheath to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. During one of the runs at low speed, the device bogged down and stopped spinning. The physician attempted to spin the oad out of the patient, but was unsuccessful. The saline sheath was cut from the handle, but was unable to be advanced distally over the driveshaft to assist in removal of the driveshaft and crown. Additional troubleshooting was performed, but the oad remained stuck in the patient. The patient was transferred to another facility where the device was surgically removed. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The oad was received without the original guide wire. The initial visual and tactile examination revealed that the driveshaft had been destructively cut 3.4cm distal to the lap weld. The saline sheath was observed to have been destructively cut 3.2cm distal to the nose cone. The driveshaft filars were deformed and overloaded along the 3.4cm length outside the handle assembly. This type of overloading damage is an indication that the device had experienced some form of resistance while spinning; however, the exact cause of the damage could not be determined. As the distal driveshaft section was not returned for analysis it could not be determined whether or not it was damaged or if it contributed to the reported event. When functionally tested, the oad spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. The motor functioned as intended with no abnormalities observed. The handle assembly saline line was also found to be intact and undamaged. There was no damage that would have prevented fluid from flowing through the handle assembly and out into the driveshaft and saline sheath. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck on the wire could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).